Event description:
The patient had a guidant 0148 lead extracted due to high impedance ;and high threshold. The impedance was 1596 ohms and had been rising since (B)(6) 2019 when it was- 500 ohms. Threshold has been high since (B)(6) 2019 according to the trends. (> 2.5 v at 0.4 ms). Sensing has been stable at 4.1 mv and rv defib impedance for both the rv and svc coils is stable at 50 and 64 ohms respectively. Patient received a new 6935m lead. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).